Event description:
Caller alleged discrepant inratio inr result in comparison to the physician's point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.4, poc inr: 1.7 and 1.6. An additional inr test was performed under inratio lot #308060 with a 3.3 result. The first inratio inr test and the poc inr test was performed at the same time. The second inratio test was performed the same day however, the time difference was not provided. The customer stated that only one finger was used and that the first drop of blood was not applied to the inratio meter and a repeated finger stick was performed on the same finger. Additionally, the inratio strips were past their expiration date. The pt's coumadin was increased based on the physician's poc inr result. Therapeutic range is 2.0 - 3.0 for the pt. There was no additional information provided.

Manufacturer narrative:
The second inratio strip lot #308060, is being reported under a separate medwatch report number 2027969-2013-00519. Investigation: strip lot 273300 had expired on the last day of march 2013. Using expired product may contribute to incorrect interpretation of inratio results. Data provided are not valid for comparison test. Conclusion: customer utilized expired product. Data provided are not valid for comparison test. Strip lot used were expired. No trending is required.